Event description:
Ophthalmologist who performed my cornea transplant and cataract operation insisted I had dry eyes, which was later proved incorrect. Without my signing a permission, he inserted a smartplug into my top and bottom tear ducts, which apparently fell out quickly. In 2 more weeks, he inserted another set of smartplugs, this time he had me sign permission. The 2nd set created a huge amount of tears, which continued for several years, impacting my life drastically. I pleaded with the dr to remove the plugs because of the amount of tears, at which point he irrigated my ductal's several times over the next yr, all to no avail. I searched the internet in desperation and found plugs called perforated plugs, which I hoped would hold the tear duct open, allowing the tears to follow the normal drainage canal. These plugs didn't work either. Finally, my ophthalmologist sent me to a tear duct surgeon who discovered my tear ductal canal had been so damaged they will never stay open without a filament permanently placed between the upper and lower ducts, plainly visible at the corner of my eye. I contend the smartplugs can cause adverse conditions in the tear duct and should come with a warning.